Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) small volume intermates leaked. The leak was identified after the device was compounded with normal saline and shipped to the customer. This occurred during an unspecified process step prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between june 19, 2023 and june 22, 2023. H11: seven (7) actual devices were received for evaluation. A leak was observed from one unit because the clamp on the tubing line was not closed, and the blue winged luer cap was not securely tightened. A functional leak test was performed after the clamp and the winged luer cap were properly closed, and there was no evidence of a leak observed. The reported condition was verified. The cause of the reported condition could not be determined; however, based on the analysis findings and the leak test result, the cause of leak from one unit may be use-related in which the clamp and the winged luer cap were not properly closed after the device was filled. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.